Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
The reporter stated that the flushing mechanism on the arterial line of the pressure monitoring set stuck and remained in the flush position. No adverse effects reported.